Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 20, 2020 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, a plastic pancreatic stent was implanted and a bile duct intubation was performed. Under cholangiography, the upper common bile duct showed stenosis; dilation near the hilum was performed. According to the complainant, during the procedure, the wallflex stent was advanced over a guidewire. When the physician went to deploy the stent, it was found that the stent had prematurely deployed inside the biopsy channel. The stent was removed from the patient with the scope and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx covered stent was to be used to treat a malignant stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. Reportedly, a plastic pancreatic stent was implanted and a bile duct intubation was performed. Under cholangiography, the upper common bile duct showed stenosis; dilation near the hilum was performed. According to the complainant, during the procedure, the wallflex stent was advanced over a guidewire. When the physician went to deploy the stent, it was found that the stent had prematurely deployed inside the biopsy channel. The stent was removed from the patient with the scope and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: a wallflex biliary rx fully covered stent and delivery system were returned for analyisis. The stent was received fully deployed. Visual examination of the returned device found the outer sheath was kinked approximately at 45 cm from the tip of the delivery system. The inner sheath was found kinked. The yellow jacket was inspected and was found damage (hole) and with glue in the distal and proximal section. The stent was observed damage with more than two (2) holes found in the proximal section. The outer diamater of the stent was measured and was found to be within specifications. No other damages with the stent and delivery system were noted. The damages noted to the returned device were most likely due to factors encountered during the procedure such as the interaction with the scope could caused the premature deployment, and the force applied during deployment attempt could caused the kinks found on the outer and inner sheath. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. However, during device analysis, excessive glue was found on the yellow jacket. Taking all available information into consideration, the investigation concluded that the failures occured can be traced to manufacturing process. Therefore, the most probable cause is manufacturing deficiency. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.